Manufacturer narrative:
(B)(4). X-ray review is not yet available. A follow up report will be sent when the results are made available.

Event description:
It was reported that the patient underwent an post oblique interbody fusion on (B)(6) 2016, and on (B)(6) 2016 a posterior lumbar laminectomy at l3 to s1, bilateral foraminotomies, osteotomy, smith- petersen posterior, osteotomy at l4-5, posterolateral transverse process, facet fusion, segmental pedicle screw and rod fixation solera at l3 to s1. Approximately 6 days postoperatively, the subject reported severe leg pain. CT scan was obtained and revealed a left l4 screw breaching into the foramen. The investigator reported a diagnosis of left sensitive radiculopathy. The investigator noted the subject is scheduled to have a revision/reposition surgery of the l4 screw on (B)(6) 2016. The outcome of this event is not resolved.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that screw breakage was confirmed at l4-s1. The event led to serious deterioration in the health of the patient, resulting in prolonged hospitalization. Patient was admitted on (B)(6) 2016. Left leg pain increased on (B)(6) 2016. "CT scan was done: cut out of left l4 screw". Patient underwent revision surgery on (B)(6) 2016. The event resolved with sequelae. Date of resolution: (B)(6) 2016. Patient was discharged on (B)(6) 2016.